Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
This patient with this cardiac resynchronization therapy defibrillator (crt-d) received three bursts of anti-tachycardia pacing (atp) and eight shocks. The episode was not recorded in the device. Additional information indicated that a memory save was done and was sent to boston scientific technical services (ts). This issue was not resolved as events were not seen. The device remains in service. No adverse patient effects were reported.